Manufacturer narrative:
Exact date unknown, event occurred after about a week from the implant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7075184.

Event description:
It was reported that the patient was experiencing inadequate stimulation coverage. X-ray revealed that leads had migrated. Reprogramming was unsuccessful in getting good coverage. The patient underwent a revision procedure wherein two leads were explanted and implanted one lead. After the procedure, the patient developed a leg soreness. It was unknown if the leg soreness was device or procedure related. The explanted leads were not returned.